Event description:
An aneurx stent graft system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt had presented approx 52 months post stent graft implant and a CT was performed. The CT demonstrated that the stent graft had migrated slightly. Currently no intervention has been performed and no additional clinical sequelae were reported. The pt will be monitored and is fine.